Event description:
The patient reported that their blood glucose level increased to 300 mg/dl within 1 to 4 hours of wearing the pod. The pod was reportedly coming loose from the infusion site on the arm, resulting in the cannula becoming dislodged. To manage the rising glucose levels, the patient stated that they drank large amounts of water, administered manual insulin injections every two hours because the device dispensed a maximum of 15 units at a time, and walked to help lower their blood sugar. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.